Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest, hyperkalemia, anoxic encephalopathy and subsequently expired. It was further alleged that the event was caused by the pt's exposure to the product administered during dialysis.